Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered diaphragmatic paralysis. Procedure was completed without incident. Phrenic nerve testing was performed. On post-procedure day 6, the patient presented with unilateral diaphragmatic paralysis. ¿sniff test¿ was performed in the electrophysiology lab under fluoroscopy. Patient required extended hospitalization as a result of the adverse event. There is no information regarding interventions or patient outcome. Patient was reported to be in stable condition. It was noted that the ablation procedure was not performed at the same facility. Physician did not provide a causality opinion. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.